Manufacturer narrative:
Manufacturer reference: (B)(4).

Event description:
Description of event according to complainant: the patient presented to the lab around 2 weeks ago with cava thrombosis. That is when they saw the tilted and fractured celect ivc filter. The patient underwent thrombolysis and a celect platinum suprarenal ivc filter placement. The patient came back on (B)(6) 2015 for celect platinum removal and evaluation of the original celect filter. The celect platinum filter came out without incident. Additional information received: during evaluation of the original filter, there is a huge collateral vein from right iliac vein connecting to the ivc above the original celect filter. Patient outcome: the patient is asymptomatic but they are not sure of the long term prognosis or the long term patency of the cava.

Manufacturer narrative:
(B)(4). Summary of investigational findings: no imaging is provided and therefore it is not possible to comment on the celect filter, which was found tilted and fractured approx. 9 years after placement. Also, it is not possible to comment on the "huge collateral vein from right iliac vein connecting to the ivc above the original celect filter." Since very limited information had been provided and since the patients medical records are unknown at this time, it is unknown if the patient had any treatment/surgery during the implant period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. (B)(4). Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Unknown as lot# is unknown. Summary of investigational findings: no imaging is provided and therefore it is not possible to comment on the celect filter, which was found tilted and fractured approx 9 years after placement. Also, it is not possible to comment on the "huge collateral vein from right iliac vein connecting to the ivc above the original celect filter." Since very limited information had been provided and since the patients medical records are unknown at this time, it is unknown if the patient had any treatment/surgery during the implant period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to complainant: the patient presented to the lab around 2 weeks ago with cava thrombosis. That is when they saw the tilted and fractured celect ivc filter. The patient underwent thrombolysis and a celect platinum suprarenal ivc filter placement. The patient came back on (B)(6) 2015 for celect platinum removal and evaluation of the original celect filter. The celect platinum filter came out without incident. Additional information received: during evaluation of the original filter, there is a huge collateral vein from right iliac vein connecting to the ivc above the original celect filter. Patient outcome: the patient is asymptomatic but they are not sure of the long term prognosis or the long term patency of the cava.

Event description:
Description of event according to complainant: the pt presented to the lab around 2 weeks ago with caval thrombosis. That is when they saw the titled and fractured celect ivc filter. The pt underwent thrombolysis and a celect platinum suprarenal ivc filter placement. The pt came back on (B)(6) 2015 for celect platinum removal and eval of the original celect filter. The celect platinum filter came out without incident. Pt outcome: the pt is asymptomatic but they are not sure of the long term prognosis or the long term patency of the cava.

Manufacturer narrative:
(B)(4). Investigation is still in progress.